Manufacturer narrative:
(B)(6) - dyspareunia. (B)(6): conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 for the treatment of pelvic organ prolapse. The patient subsequently experienced erosion, formation of scar tissue, dyspareunia, additional surgeries and neurologic compromise to her structures and tissues. No additional information was provided.